Event description:
It was reported that during a prostate procedure, the aiming beam of the side-firing fiber was observed to be firing straight out of the fiber at 1354.00 joules. The fiber was exchanged for another side-firing fiber. The aiming beam of the second side-firing fiber was observed to be firing straight out of the fiber at 12702.00 joules. The user reported that they were able to complete the procedure with the second fiber. "No harm to pt" was reported. This report is for the second fiber.

Manufacturer narrative:
Device code refers to forward-firing of the side-firing surgical fiber.